Event description:
It was reported that after falling, the pt reported to the surgeon. X-ray was taken that indicated that the nail was broken. Pt was revised.

Manufacturer narrative:
Add'l info has been requested and if received will be supplied on a supplemental report.